Manufacturer narrative:
(B)(6). Device evaluated by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. Visual examination noted that the shaft showed an accordioned area ranging from 1cm from the tip to 17.5cm from the tip. There were also two kinks located 38.3cm and 39.7cm from the tip. The kinks were severe. The damage that was noticed is consistent with sheath interference during the procedure or by pushing, pulling and torquing of the device. The device was set-up and functionally tested. The devices motor would rotate. However, due to the severe kinks on the shaft, the drive coil was damaged and the rotation of the tip did not function. A leak was noticed from the infusion sheath at the 39.7cm kinked area. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13dec2019. It was reported that the catheter was kinked. A 2.4mm jetstream xc atherectomy catheter was selected for use in a procedure. When the catheter was inserted into the patient, it became kinked. The procedure was stopped and rescheduled for a later date. There were no patient complications reported. However, device analysis revealed a leak in the infusion line.